Event description:
It was reported that in the pt's room, a leak was found near the insertion site of the catheter during use on the pt. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt. The user cannot remember how long the catheter has been in use.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.